Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same event. The others are cc123986-line 204892-00356. The device is expected but has not yet been received. As reported in the event, the patient supposedly fell which dislodged the baseplate/glenosphere. The most likely cause of this event is failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had reverse total shoulder on (B)(6) 2016. The patient supposedly fell in (B)(6) which dislodged the baseplate/glenosphere. Revision surgery was completed on (B)(6) 2017, converting to hemi. **additional information received on (B)(6) 2017: the devices explanted during revision: ar-9120-01 lot 160012712 (line 204892), ar-9165-15nl lot 1444855 (line 205048), ar-9145-30 lot 160024110 (line 205049), ar-9504s-04 lot 160036711 (line 205050), ar-9503s-06 lot 160010209 (line 205051), ar-9145-30 lot 160009610 (line 205056). The devices implanted during the revision were ar-9950-19rca and ar-9502-36arca. Quality of bone was reported to be poor. Male, (B)(6)..